Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 15521 was returned and analyzed. The data files showed 17 applications were performed with the returned catheter on the date of event. The files showed system notice 50002 "the system has detected an electrical component failure" during ablation on application 4, 5,14, and 15. The files also showed system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" on the date of event. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 17 applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005. During pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.